Event description:
It was reported that the customer experienced a "high" blood glucose(bg) level. A specific bg value was not provided, and the cause of the high bg was unknown. A manual insulin injection was administered to address bg level. A clinical support specialist discussed the reported issue with the customer and did not identify a suspected cause. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Device not returned.